Manufacturer narrative:
The customer did not provide a lot number and part number for a thorough investigation to be conducted.

Event description:
On 01-feb-2024, nurse assist received a medwatch report from the FDA via e-mail. Description of e-mail: my wife received several serious dog bites to her leg. I was a medic in the army and still carry a trauma kit. I used "nurse assist dermatitis sterile saline 100ml" to irritate the wounds before placing pressure dressings to the wounds. My wife was bleeding very badly and bled through a military dressing before we reached the emergency room. Within 2-3 days she became feverish and the wounds went south quickly, turning greenish and oozing staggering amounts of pus. We visited the ER again, then followed up with our family practitioner two additional times. My wife had to receive IV antibiotics as well as two rounds of increasingly strong oral antibiotics. Because of the infection, her wounds have been slow to heal and I feel certain the saline was the culprit.